Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A partial lead with the lead tip measuring 44.8cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Event description:
It was reported that when a patient presented to the hospital after receiving a vibratory alert, low, out of range hv lead impedance was observed. Programming changes were made, but the physician elected to later explant and replace the lead. The procedure went without problems.